Manufacturer narrative:
Additional information received indicated that the patient was admitted to the hospital due to repeated defibrillator firings. The patient had a generator changed due to limited number of shocks remaining on device. An epicardial lead was placed (B)(6) 2011. On (B)(6) 2011 the patient had episodes of ventricular tachycardia which progressed to sustained ventricular tachycardia. Resuscitation efforts were utilized and the patient was stabilized. On (B)(6) 2011, the patient developed sustained ventricular tachycardia again with pulseless electrical activity. Resuscitation efforts were utilized again and were subsequently discontinued at the family's request. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was deceased and died six days after implantable cardiac defibrillator replacement and three days after lead implant. The cause of death has been requested and not received.